Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented at the physician's office with a complaint of increased pain. The pump was interrogated and it was noted that the motor had stalled. The pump was unable to be recovered. It was then decided to replace the pump on the same day. The medication used in the pump was dilaudid. No further details or patient information regarding symptoms or outcome was provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if information becomes available.